Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the pump touch screen was unresponsive. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 150 mg/dl.